Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 140 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 99 mg/dl and sensor glucose was 70 mg/dl at the time of call. The customer stated that they received false low alerts. The customer stated that they found that the cannula was bent after removing the sensor. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.